Event description:
I had a false positive from the throat swab test when being admitted for the labor and delivery of my son. I was given a nasal test that night which came back negative. Still, at birth, my son was taken to the nicu and we were not allowed to see or touch him until a second nasal swab came back negative 24 hours later. Because of the throat swab false positive. I was kept from my son and missed the opportunity for skin to skin and breastfeeding. This has also effected my mental health negatively as I am re-living the experience of having my son taken, the excruciating day without him and being allowed to hold him for the first time. FDA safety report ID# (B)(4).